Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited high thresholds and threshold spikes which contributed to the early depletion of the implantable pulse generator (ipg) battery. The rv lead and ipg remain in use. No patient complications have been reported as a result of this event.